Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3351-1031 serial/batch number (B)(6) was received for evaluation. Visual evaluation revealed that the sheath had deep striation marks along it. The perimeter of the distal end was also nicked. Additionally, the lens had a crack across it, which is likely related to the complaint allegation. Functional testing could not be performed due to the damage of the lens. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Dfu-0327-eo revision 0 provides helpful information on maintaining the integrity of the lens: do not subject the endoscope to impact. Put the endoscope down carefully. Hold the endoscope only by the ocular funnel/main part and not by the sheath. Do not bend the sheath or use as a prying tool.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/18/2024 it was reported by a facility representative via (B)(4) that an ar-3351-1031 scope has an inability to effectively focus the image. Case/patient involvement not indicated.